Event description:
Information received by medtronic indicated that, customer received a pump error 130 and reported. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm and self-test. Customer will continue use of the device and insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. No unexpected pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thus. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 116 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump/bg meter communication anomaly or pump/bg meter communication errors or anomalies noted during testing. There was no pump error 130 alarm recorded in the formatted history file on the event date. However, pump error 130 alarm was recorded and found in the formatted history file on: 12/08/2022 12:30:27.000 please see below for pump errors/alarms noted 2 days prior to the event date 12-dec-2022 in the formatted history file.  Pump error 37 alarm was recorded and found in the formatted history file on: 12/11/2022 15:26:00.000 no pump error 38, 39, 41, 42, 43, 79, 80 and 82 alarm in the formatted history file noted. The pump was cut open to perform visual inspection and found slight corrosion on the motor home switch. Slight corrosion was also found on the battery tube assembly, pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 130 alarm and pump error 37 alarm were confirmed according in the formatted history file download due to slight corrosion on the motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Pump/bg meter communication anomaly was not confirmed. However, pump error 130 alarm and pump error 37 alarm were confirmed according in the formatted history file download due to slight corrosion on the motor home switch. During visual inspection, slight corrosion was also found on the battery tube assembly, pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.